Event description:
Essure birth control lead to hysterectomy after having it implanted. The pain on my right side continued to get worse. My original gynecologist would dismiss the fact that the essure could cause the pain. Had essure implanted in 2008 and she did not mandate me to do a follow up "dye" test to check if the essure was placed properly. I switched gynecologist and had an ultrasound that confirmed my right tube was "not happy" and had red all over the ultrasound indicating an issue. I had a hysterectomy in 2014 ( keeping my ovaries ). During the hysterectomy, it was discovered that the right essure device had migrated out of the tube and I actually had 2 essure devices in my left tube. Also, I now have chronic headaches. Also, I am perfectly healthy except for being diagnosed with bladder cancer (B)(6) 2011, 2 surgeries and one installation of bcg treatment, all clear until (B)(6) 2014 and (B)(6) 2015. Not sure what caused the bladder cancer, but cannot rule out issues with essure. I have never smoked and I am an active (B)(6) female (with an (B)(6) healthy daughter). This should be off the market.